Event description:
Caller reported damage to the pump housing and usb port, specifically affecting the usb port and pins. This damage impacted the customer's ability to charge the pump. The customer declined to provide specific blood glucose level details, but there was no indication of levels exceeding normal ranges. The pump was out of warranty, so the customer opted to purchase a new pump using a health fund, and a supplier's report was provided.